Manufacturer narrative:
As per the user facility's biomedical engineer, the issue was discovered during unit check-up. He replaced the battery but a battery error was still being displayed. Per data log analysis, the system was powered off from (B)(6) 2019 (4 months). When powered up on (B)(6) 2019, the power manager reported "supply voltage failure 12, 15246" (ID_battery_circuit_failure) where voltage of the batteries was 15.246 volts (v). This will disable the battery charger and display "battery cannot be charged - full backup may not be available" in the perfusion screen. On (B)(6) 2019 the system is powered up on battery backup, indicating it is likely the batteries were replaced. On (B)(6) 2019 the system is powered up connected to alternating current (ac) power but power supply 2 (ps2) is reported as failed. This will also disable the battery charger and display "battery cannot be charged - full backup may not be available" in the perfusion screen. On (B)(6) 2019 the ps2 is still reported as failed. The system is powered down for 10 minutes and now both power supplies are good. The system is power cycled again and ps2 was reported as failed again. It appears ps2 has an intermittent problem or connection issue. The field service representative (fsr) verified the reported complaint. He found the secondary status flag register indicated overload, and ps2 indicated fail state. Troubleshooting found that the status connector on ps2 was disconnected. He reconnected the status connector on ps2. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a non-clinical activity, the battery was not charging and a battery error message was being displayed. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.